Event description:
Customer complaint that needles are bent before use and snaps. Protective cap is off the syringe. Pt said that needle could contaminate the insulin solution.

Manufacturer narrative:
Mfg process review and production records reviewed by mfg site. (Review of the affected lot).